Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was pulled back, the suture was missing. The device was removed and a second proglide device was attempted, with the same results when the needle plunger was pulled back, the suture was missing. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, (B)(4) unused, representative proglide devices with the same part number (12673-03) and lot number (40715k1) as the complaint device were returned for evaluation. Visual and functional testing was successfully performed on the six sterile devices with no malfunctions noted. Based on the un-used device testing there is no indication of a product quality deficiency for this lot.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.